Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the received photo was reviewed. The described failure by the customer was not confirmed. The received photo was reviewed and compered to a known good unit. It was found that the device failed visual inspection. Due to the clear sign of use and wear. Based on the provided photo it shows that, the clear sign of use and wear on the sawblade. The allegation that the sawblade where delivered to the user in this condition cannot be confirmed at this stage of the investigation the root cause for the found defect cannot be fully determined, based on the provided information. Furthermore, the investigation is only based on the provided photo, further assessment will be performed if the device is received. As part of synthes quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use state the reported issue that was observed by the user: synthes recommends using a new cutting tool for each operation and discarding it after use. Cutting tools intended for single-use must not be reused. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during the procedure, before anesthetizing the patient, it was observed that (2) saw blade devices were burned, dull, and in poor condition. According to the report, there was no way to resolve this, and the devices were used during the procedure. It was noted by the specialist the poor condition of the device and lack of cutting ability. No report of injuries has been made at this time. No report of surgery delay has been made at this time. The surgery was completed successfully, without discomfort for the specialist, without affecting the patient, and without alterations to the surgical timeline. All available information has been disclosed. Report 1 of 2 for (B)(4).